Event description:
This report is based on information provided by the remote service engineer rse and is currently under investigation by the philips complaint handling team. Philips received a complaint on the tempus pro, indicating the device etco2 (end-tidal carbon dioxide) is not working, device does not recognise when etco2 is attached. The device was in use during this event, however no patient or user harm.